Manufacturer narrative:
(B)(4). The reported event was confirmed by review of x-rays. X-ray evaluation confirmed femoral component fracture that was displaced laterally with osteopenia. Review of the device history records identified no deviations or anomalies during manufacturing. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 3 years post implantation, the patient was revised due to fracturing of the femoral component. Attempts have been made and no further information has been provided.